Event description:
The manufacturer received information alleging a ventilator was alarming for a "service required" alarm condition. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" alarm code indicating a sensor mismatch error was observed in the device's downloaded event log. The device's machine flow sensor and blower assembly were found to be contaminated with dust and were replaced to address the issue. The device was cleaned and tested. The device passed all final testing.